Manufacturer narrative:
Follow up attempts are being made to obtain the missing information for the complaint and investigation. Blank information in the MDR form represents unknown information at the time of the initial MDR filing. If further information is received, a supplemental report will be filed.

Event description:
An intera 3000 pump was reported to be flowing slower than expected. The pump was infused with glycerin. Calculated flow rates, serial number, and patient information were not reported.